Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump lost power intermittently. Patient stated that the battery cap was able to secure properly. Patient reported that there was no damage to the battery cap or compartment, there was no evidence of moisture or corrosion in the pump and battery change did not resolve the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.